Manufacturer narrative:
Device analysis by MFR: the guidewire returned inside of a non-bsc catheter. The guidewire was stuck inside the catheter and it was not possible to be removed. The guidewire was stretched, unraveled and the core wire was separated in two sections; one of them measured approximately 143.5 cm from the proximal end and the second section remained attached to the distal end solder ball and it measured approximately 2.5 cm from the distal end. The guidewire coating was inspected and it did not show defects nor abnormalities. No additional visual damages were found in the device.

Event description:
It was reported the guidewire became entrapped in the catheter. An amplatz super stiff guidewire was selected for use to exchange a non-bsc nephrostomy catheter for a new, non-bsc nephrostomy catheter. After successful removal of the catheter, a new nephrostomy catheter was selected and placed inside the patient. When the wire was removed, it was noted that the main coil unraveled, and the wire was not moving. It was decided to remove both the catheter and guidewire, however the guidewire became entrapped inside the catheter. The procedure was completed by regaining access to the kidney and placing a new drainage catheter. The patient condition was reported as fine.

Event description:
It was reported the guidewire became entrapped in the catheter. An amplatz super stiff guidewire was selected for use to exchange a non-bsc nephrostomy catheter for a new, non-bsc nephrostomy catheter. After successful removal of the catheter from the kidney, a new nephrostomy catheter was selected and placed inside the patient. When the wire was removed, it was noted that the main coil unraveled, and the wire was not moving. It was decided to remove both the catheter and guidewire, however the guidewire became entrapped inside the catheter. The procedure was completed by regaining access to the kidney and placing a new drainage catheter. The patient condition was reported as fine.